Manufacturer narrative:
Device received and tested for reported complaint. Device passed all functional testing, including 2 series of sample acquisition testing. None of the issues reported could be duplicated during investigation. Complaint not verified. This observation will be monitored and trended.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. This is report one of two related to a case that occurred at the (B)(6) clinic on (B)(6) 2020. The second report will be submitted under manufacturer report number 1222780-2020-00094.

Event description:
This is report one of two related to a case that occurred at the (B)(6) clinic on (B)(6) 2020. The second report will be submitted under manufacturer report number 1222780-2020-00094. It was reported that at the end of the biopsy, the device wouldn't lavage which caused a hematoma and severe bleeding at the biopsy site. At this time, there have been no additional issues reported with patient recovery.